Event description:
It was reported that the customer was not receiving insulin and that the insulin pump kept alarming no delivery. The customer's blood glucose was 479 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. Assisted customer in performing the high pressure test, but the insulin pump did not alarm. The customer changed the infusion set. The customer performed another high pressure test, and the insulin pump alarmed. Advised customer to monitor the insulin pump and call back if the problem recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.